Event description:
It was reported that three (3) of the blakemore specialty tubes did not inflate prior to being inserted in a patient in the intensive care unit (ICU). It was noted that the specialty tubes were not expired. The customer additionally noticed that there was discoloration with the three (3) failed tubes. Each tube was a different lot# and expiration date. Per follow up information received via email on 12-june-2023, the clinical education specialist reported that the patient was deceased. The patient was being coded when the endoscopy team arrived to set up the tube, and the code was announced while the endoscopy team was setting up. The team had the blakemore kit set up, and they attempted to test the balloons before use. The balloons from both of the tubes in the kit as well as an additional tube from the ICU would not stay inflated. Another tube was obtained from the operating room (or). There was no discoloration noted and the balloons were able to remain inflated. The clinical education specialist stated that the issues encountered with the blakemore tubes did not delay nor impact the outcome. Per clinical follow up information received via email on 23-june-2023, the endoscopy associate director reported the 56-year-old female patient was severely ill, and she was admitted to the intensive care unit (ICU) due to a gastrointestinal (gi) bleed. The endoscopy team was testing the blakemore kit outside of the patient¿s room while the patient was having a central line inserted and receiving a blood transfusion. The patient coded during this procedure. The endoscopy associate director reported that the patient passed away on (B)(6) 2023 due to the admitting diagnosis, and she confirmed the blakemore tube had no impact on the patient outcome.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three (3) of the blakemore specialty tubes did not inflate prior to being inserted in a patient in the intensive care unit (ICU). It was noted that the specialty tubes were not expired. The customer additionally noticed that there was discoloration with the three (3) failed tubes. Each tube was a different lot# and expiration date. Per follow up information received via email on 12-june-2023 the clinical education specialist reported that the patient was deceased. The patient was being coded when the endoscopy team arrived to set up the tube, and the code was announced while the endoscopy team was setting up. The team had the blakemore kit set up, and they attempted to test the balloons before use. The balloons from both of the tubes in the kit as well as an additional tube from the ICU would not stay inflated. Another tube was obtained from the operating room (or). There was no discoloration noted and the balloons were able to remain inflated. The clinical education specialist stated that the issues encountered with the blakemore tubes did not delay nor impact the outcome. Per clinical follow up information received via email on 23-june-2023, the endoscopy associate director reported the 56-year-old female patient was severely ill, and she was admitted to the intensive care unit (ICU) due to a gastrointestinal (gi) bleed. The endoscopy team was testing the blakemore kit outside of the patient¿s room while the patient was having a central line inserted and receiving a blood transfusion. The patient coded during this procedure. The endoscopy associate director reported that the patient passed away on (B)(6) 2023 due to the admitting diagnosis, and she confirmed the blakemore tube had no impact on the patient outcome.